Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2013, inratio: 3.6, 4.2; lab: 6.8. Pt's therapeutic range: unknown.

Manufacturer narrative:
Investigation pending.